Manufacturer narrative:
Approximate age of device- 5 years and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that pump stoppages and low voltage events occurred. The submitted log file was reviewed by the manufacturer¿s technical service representative and confirmed pump stoppages while on batteries and on an ungrounded patient cable. The mentioned pump stoppage event is looking to be a phase to phase short since it has happened on batteries now. It was reported that the patient appears to have internal damage to the driveline. The patient was asymptomatic. The patient has been listed 1a for combined heart/kidney transplant. No additional information was provided.

Event description:
Additional information: it was reported that the patient underwent a heart transplant on (B)(6) 2018. The pump is being returned for evaluation.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead cut approximately cut approximately 6.5 inches from the pump body and 28.5 inches of the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned percutaneous lead and visual inspection of the underlying wires revealed breaches in the insulation of the orange, yellow, green and black wires approximately 26 inches and 27 inches from the metal connector. The remainder of the percutaneous lead was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the orange, yellow, green and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function due to a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. These shorts to ground and phase to phase shorts would have caused the reported low speed alarms and pump stop events, as seen in the submitted log files. Examination of the pump blood contacting surfaces revealed no evidence of adhered depositions or thrombus formations that were present while the device was in operation. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii left ventricular assist system (lvad) instruction for use (IFU) and patient handbook contain information on caring for the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.